Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Reporter postal office or zip code: (B)(6).

Event description:
It was reported that the log files were submitted for concern of controller clock corrupt with pump off events. This is the third time this has occurred. The log files showed a controller clock corrupt event after (B)(6) 2022 and a backup battery use count increase.

Manufacturer narrative:
Section d6a: implant date was inadvertently added in initial report and is not applicable for this device. Manufacturer's investigation conclusion: the reported event of the controller clock resetting was confirmed via log file analysis. The periodic log file captured the first date reset event to ¿january 1, 2000¿ sometime after august 17, 2022. For approximately 61 days, the controller clock corrupt alarm code remain active until the date was set/synced on (B)(6) 2022, which cleared the alarm code. The date reset again sometime after november 23, 2022. The system operated with the reset date for approximately 79 days with the last event captured on february 23, 2000. A date reset suggests a total loss of power potentially occurred. Total loss of power occurs when the internal 11v backup battery is fully depleted and a loss of external power from both power cables. It was noted the backup battery patient use increased in value for each date reset event. The increase in value suggests there was a loss of power to both power cables. However, the total loss of power event appears to have been overwritten by newer events and the analysis could not determine if the internal 11v backup battery became fully depleted. A root cause of the loss of power to both power cables relating to the backup battery patient use increasing and the date resetting could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev d, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿, all alarm conditions are addressed including system controller fault alarms indicating to ¿call your hospital contact as soon as possible for diagnosis and instructions.¿ under section 3 ¿powering the system¿, warning states ¿always connect to the mobile power unit when sleeping, or when there is a chance of sleep. The system alarms may not be heard when asleep, resulting in injury or death.¿ heartmate 3 instructions for use rev c, ¿replace any equipment or system component that appears damaged or worn¿. Under section 3 ¿powering the system¿, warning states ¿the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear system controller alarms¿. Under section 7 ¿alarms and troubleshooting¿, the following alarms do not appear on the system controller: low speed, lvad fault, system controller clock not set. On the system monitor, controller clock not set is visual alarm banner. Under section 4 ¿system monitor¿, patient use¿total number of times that the system controller's 11 volt lithium-ion backup battery has been used. Frequent use may indicate that a patient is having difficulty changing from the power module to battery power or vice versa. No further information was provided. The manufacturer is closing the file on this event.